Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.

Event description:
It was reported that during an open reduction internal fixation (orif) left periprosthetic femur fracture procedure, the surgeon put the cable in the tensioner and it would not tighten. The cable became jammed inside the tensioner. The cable was cut and any broken pieces of the cable were removed from the site. Another tensioner was used and the procedure was completed. This event was originally received via medwatch (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There were two shipments of this lot number. The additional part manufacture date is 05/31/2006. Original awareness date is 11/15/2011. Additional information was available 01/13/2012.

Event description:
This is report 1 of 1 for file (B)(4).